Manufacturer narrative:
Insulin pump passed 7.2 unit bolus and occlusion test. Device was received with high pumping current. Unable to confirm the root cause of pumping current due to product preservation. No cosmetic damage noted. Reference MDR 2032227-2015-42697.

Event description:
The insulin pump was returned for analysis. The reason for the return was the customer had passed away and his family had no use of the device.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation. The insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
The pump passed the delivery accuracy test.